Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device was overheating was not confirmed. The reported issue could not be replicated during laboratory testing. The report that the device failed battery test was confirmed through a review of the logs. The reported issue was replicated during laboratory testing. The report that the device had network issues was not confirmed through a review of the logs. The reported issue could not be replicated during laboratory testing. The suspect pcu was powered on in the ¿as received¿ condition, no issues or error codes were observed. A preventive maintenance task was performed on the suspect pcu, and the results show the suspect pump module passing all tests and that is working as expected. Battery conditioning test was performed with the optimal conditioning configuration, and the device failed the test. The power supply board was replaced, the test was then repeated and completed with no issues on the second attempt. After a complete discharge of the battery a thermocouple was attached to the battery to measure the temperature during its charge cycle. The device was found to be operating within specifications with no signs of overheating being observed. A network configuration was uploaded into the pcu. The device connected to the network with a stable connection and no errors were displayed. A review of the suspect pcu unit error log was performed, and no errors or anomalies were noted on the reported event date. A review of the battery logs shows that three (3) conditioning battery test were attempted to perform on the suspect pcu. The first one on (B)(6) 2025 was started at 8:05 pm and the pcu was disconnected from ac power on (B)(6) 2025 at 1:50 pm with no records of the conditioning battery test completing successfully. The second one on (B)(6) 2025 was started at 5:40 pm and the pcu was disconnected from ac power on (B)(6) 2025 at 12:32 pm with no records of the conditioning battery test completing successfully. And the third one on (B)(6) 2025 was started at 2:21 pm and the pcu was disconnected from ac power on (B)(6) 2025 at 3:24 pm with no records of the conditioning battery test completing successfully. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported under infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please retorque all screws to specification. Please replace the female iui (left) as it was observed a plastic tab along the base of its pins. Please replace the power switching supply as it was observed with flux residue. Please replace the power supply board as it was observed to be defective. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was over heating, failed battery test and had network issue. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c0601, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device was overheating was not confirmed. The reported issue could not be replicated during laboratory testing. The report that the device failed battery test was confirmed through a review of the logs. The reported issue was replicated during laboratory testing. The report that the device had network issues was not confirmed through a review of the logs. The reported issue could not be replicated during laboratory testing. The suspect pcu was powered on in the ¿as received¿ condition, no issues or error codes were observed. A preventive maintenance task was performed on the suspect pcu, and the results show the suspect pump module passing all tests and that is working as expected. Battery conditioning test was performed with the optimal conditioning configuration, and the device failed the test. The power supply board was replaced, the test was then repeated and completed with no issues on the second attempt. After a complete discharge of the battery a thermocouple was attached to the battery to measure the temperature during its charge cycle. The device was found to be operating within specifications with no signs of overheating being observed. A network configuration was uploaded into the pcu. The device connected to the network with a stable connection and no errors were displayed. A review of the suspect pcu unit error log was performed, and no errors or anomalies were noted on the reported event date. A review of the battery logs shows that three (3) conditioning battery test were attempted to perform on the suspect pcu. The first one on 07feb2025 was started at 8:05 pm and the pcu was disconnected from ac power on 10feb2025 at 1:50 pm with no records of the conditioning battery test completing successfully. The second one on 10feb2025 was started at 5:40 pm and the pcu was disconnected from ac power on 12feb2025 at 12:32 pm with no records of the conditioning battery test completing successfully. And the third one on 12feb2025 was started at 2:21 pm and the pcu was disconnected from ac power on 18feb2025 at 3:24 pm with no records of the conditioning battery test completing successfully. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported under infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please retorque all screws to specification. Please replace the female iui (left) as it was observed a plastic tab along the base of its pins. Please replace the power switching supply as it was observed with flux residue. Please replace the power supply board as it was observed to be defective. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was over heating, failed battery test and had network issue. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was over heating, failed battery test and had network issue. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device was overheating was not confirmed. The reported issue could not be replicated during laboratory testing. The report that the device failed battery test was confirmed through a review of the logs. The reported issue was replicated during laboratory testing. The report that the device had network issues was not confirmed through a review of the logs. The reported issue could not be replicated during laboratory testing. The suspect pcu was powered on in the ¿as received¿ condition, no issues or error codes were observed. A preventive maintenance task was performed on the suspect pcu, and the results show the suspect pump module passing all tests and that is working as expected. Battery conditioning test was performed with the optimal conditioning configuration, and the device failed the test. The power supply board was replaced, the test was then repeated and completed with no issues on the second attempt. After a complete discharge of the battery a thermocouple was attached to the battery to measure the temperature during its charge cycle. The device was found to be operating within specifications with no signs of overheating being observed. A network configuration was uploaded into the pcu. The device connected to the network with a stable connection and no errors were displayed. A review of the suspect pcu unit error log was performed, and no errors or anomalies were noted on the reported event date. A review of the battery logs shows that three (3) conditioning battery test were attempted to perform on the suspect pcu. The first one on (B)(6) 2025 was started at 8:05 pm and the pcu was disconnected from ac power on (B)(6) 2025 at 1:50 pm with no records of the conditioning battery test completing successfully. The second one on (B)(6) 2025 was started at 5:40 pm and the pcu was disconnected from ac power on (B)(6) 2025 at 12:32 pm with no records of the conditioning battery test completing successfully. And the third one on (B)(6) 2025 was started at 2:21 pm and the pcu was disconnected from ac power on (B)(6) 2025 at 3:24 pm with no records of the conditioning battery test completing successfully. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported under infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please retorque all screws to specification. Please replace the female iui (left) as it was observed a plastic tab along the base of its pins. Please replace the power switching supply as it was observed with flux residue. Please replace the power supply board as it was observed to be defective. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was over heating, failed battery test and had network issue. There was no patient involvement.